Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the 100% unspecified in-stent stenosis of the left anterior descending artery (lad), a pilot 100 guide wire was positioned and a perforation occurred, which was treated successfully with a 2.8 x 19 mm graftmaster stent. Post-dilatation was performed with a 3.0 x 10 mm nc balloon at 20 atmosphere. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Unique device identifier: unknown: the UDI is unknown because the part and lot numbers were not provided. The product was not returned for analysis as it was discarded. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.